Manufacturer narrative:
(B)(4). Our review of production records for the t-flex aspheric 573t iol batch 129e96451 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 573t iol (december 2009) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 573t iol batch 129e96451. The patient underwent implantation of the t-flex aspheric 573t on (B)(6) 2013. One day post-operatively the patient is reported to have complained of visual disturbances; however, was unable to describe the disturbances she was experiencing. The lens was examined by the healthcare professional following the report of visual disturbances although an identifiable and explainable cause for the visual disturbances could not be found. The patient was treated unsuccessfully with pilocarpine and nd:yag. Slit lamp photographs of the eye were taken on (B)(6) 2015 by the healthcare facility. The healthcare professional in his communication with rayner stated that he had seen two parallel lines in the pupillary area of the lens that he did not believe to be creases, opacification or striae. The healthcare professional stated that he believed that the lines he had observed were present within the structure of the lens and not on the lens surface. The lens was explanted on (B)(6) 2015 and was returned to rayner for analysis. Analysis of the iol was carried out by a third party independent laboratory and was completed on 26th august 2015. The device analysis concludes "sem and edx spectroscopy revealed no significant deposits below or on the surface of the iol. No evidence was found that there are lines within the structure of the lens. Therefore we do not see any manufacturing fault. Instead several scratches and damages on the iol surface could be observed. The damages are likely to have been caused by a forceps or similar instrument during implantation possibly leading to the visual disturbances. We do not think that the scratches could have been caused by the injector. The central part of the iol optic does not touch the injector during injection on its front surface, because the iol is folded during injection". The device analysis performed concludes that there are no lines present within the structure of the lens and that the damage observed to the iol is unrelated to the manufacturing process. The cause of the damage observed is consistent with damage caused by surgical instruments during the implantation procedure.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a t-flex aspheric 573t iol from a (B)(6) healthcare facility on (B)(6) 2015. The healthcare facility reports that the patient experienced visual disturbances from one day post-operatively. The healthcare facility believes the patient to be suffering from vertical reflex.

Manufacturer narrative:
Our review of production records for the t-flex aspheric 573t iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 573t iol ((B)(6) 2009) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 573t iol batch (B)(4). The device analysis performed concludes "sem and edx spectroscopy revealed no significant crystalline deposits below the surface of the iol. Instead several scratches and undefined inconsistences within the iol material could be observed. The inconsistencies could be due to manufacturing processes or implantation procedure into the eye and could have caused the visual disturbances". Rayner iols undergo 100% cosmetic inspection at multiple stages of the manufacturing process. If such damage was present to the lens during manufacture, the lens would have been rejected for a cosmetic defect.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a t-flex aspheric 573t iol from a (B)(4) healthcare facility on (B)(6) 2015. The healthcare facility reports that the patient experienced visual disturbances from one day post-operatively. The healthcare facility believes the patient to be suffering from vertical reflex.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a t-flex aspheric 623t iol from a UK healthcare facility. The healthcare facility reports that the patient has experienced visual disturbances since one day post-operatively and that they believed the patient to be suffering from vertical reflex.

Manufacturer narrative:
The reference c15047 has been allocated to this case by rayner. The patient underwent implantation of the t-flex aspheric 573t iol on (B)(6) 2013. One day post-operatively the patient is reported to have complained of visual disturbances; however, was unable to describe exactly what she was seeing. An examination of the lens was carried out and an identifiable cause which would explain the visual disturbances could not be identified. A capsulotomy was carried out on an unknown date in the post-operative period unsuccessfully. The patient was prescribed pilocarpine although this is also reported not to have resolved the symptoms. Slit lamp photographs of the eye were taken on (B)(6) 2015 by the healthcare facility. The healthcare professional in his communication, regarding the slit lamp photographs, stated that he had observed two parallel lines in the pupillary area, that were not creases, opacification or striae. The healthcare professional is of the opinion that the two parallel lines he had seen appeared to be within the structure of the lens. The healthcare facility has stated that it is their intention to explant the t-flex iol due to the "vertical reflex" the patient is experiencing. Rayner will be requesting the return of the lens for examination. The slit lamp photograph received by rayner is of poor quality and a better quality copy has been requested. The photograph and the information we have and any additional information we may receive on this incident will be sent to a clinical consultant for further review. Our review of production records for the t-flex aspheric 573t iol batch 129e96451 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 573t iol ((B)(6) 2009) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 573t iol batch 129e96451.